Event description:
Csf panel drainage hermetic ii system started leaking almost immediately. The system needed to be changed for another system, but the pt did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.